Event description:
Covidien received information stating that an 840 ventilator had an erratic top display. The ventilator was not in use on a patient at the time the ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications. (B)(4).